Manufacturer narrative:
The insulin pump received with unresponsive buttons due to unlocked lcd connector. The insulin pump received with bleeding lcd glass, cracked end cap and scratched lcd window.

Event description:
It was reported that the buttons are not working. The blood glucose reading is 209 mg/dl. The act and up arrow are unresponsive. Advised the customer that the insulin pump will be replaced. Nothing further reported.